Event description:
It was reported that the right ventricular (rv) lead had dislodged. The patient was hospitalized for several days due to a loss of capture caused by the dislodgement. The lead was explanted and replaced, blood was noted to be within the lead during replacement, and there was suspected foreign material found within the lead helix. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. The steroid plug was not returned. After cleaning, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported events of lead dislodgement, loss of capture, and foreign material within the lead helix were not confirmed.